Manufacturer narrative:
The reported events of ¿durata helix damaged, helix mechanism issue, and ¿helix was straightened and damaged¿ were confirmed. As received, only the distal portion of the lead was returned in one piece. Visual inspection and x-ray examination found the helix was stretched consistent with procedural damage. The cause of the reported events was isolated to the blood/tissue in the helix region and helix being stretched.

Event description:
During implant procedure, the helix of the right ventricular (rv) lead displayed rotation issues. During the procedure, the helix of the rv lead was found stretched and bent resulting in damage. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.